Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. During a two month hospitalization for an unspecified medical condition the customer received a low reading of 55 mg/dl on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Subsequently, the customer had contact with a healthcare professional (hcp) who provided sugar and juice for treatment due to the reading received on the adc device. Thereafter, the hcp obtained a comparison reading of 48 mg/dl on the adc device compared to a reading of 350 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. In addition, the hcp administered "about 4 units" of insulin (type unspecified) for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device scan of 94 mg/dl was compared to a reading of 307 mg/dl obtained on an adc meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. During a two month hospitalization for an unspecified medical condition the customer received a low reading of 55 mg/dl on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Subsequently, the customer had contact with a healthcare professional (hcp) who provided sugar and juice for treatment due to the reading received on the adc device. Thereafter, the hcp obtained a comparison reading of 48 mg/dl on the adc device compared to a reading of 350 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. In addition, the hcp administered "about 4 units" of insulin (type unspecified) for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device scan of 94 mg/dl was compared to a reading of 307 mg/dl obtained on an adc meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on the customer's report of "about a month ago in december". All pertinent information available to abbott diabetes care has been submitted.